Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: inappropriate detection of an intraventricular conduction delay as a lead failure due to an increase in the sensing integrity counter in a patient with a cardiac resynchronization therapy-defibrillator. Heart rhythm case reports. 2021;7:3942. Doi.org/10.1016/j.hrcr.2020.10.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this right ventricular (rv) lead. The article reports that post implant the patient was admitted for symptomatic atrial tachycardia (at) which was terminated after administration of intravenous (IV) medication. The next day, a lead integrity alert (lia) was triggered on the rv lead. The sensing integrity counter (sic) had increased and there was a large number of nonsustained ventricular tachycardia (nsvt) events recorded. They suspected a lead failure and oversensing of noise; however, the lead impedance and pacing threshold had almost no change. It was noted that there was oversensing of the qrs fragmentation as a short r-r interval as there was a decrease in the r wave amplitude during the at. After the improvement in the qrs prolongation, the sic count no longer increased. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event.